Event description:
It was reported that there were increased impedances and a suspected lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "fine".

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: defib conductor was fractured; full lead returned for analysis.